Event description:
Follow up from the patient's previous health care provider reported the cause of the event was due to weight loss. The event was attributed to the implantable neurostimulator (ins) being inverted. A revision of the ins occurred and reprogramming was done. The patient did require hospitalization due to the event and the patient recovered without sequelae. No further information was reported.

Manufacturer narrative:
Product ID 3093-28, lot# v286691, implanted: 2009 (B)(6), product type lead, product ID 3037, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) flipped sideways and had eroded through the skin (noted as "migrated to the surface of the skin"). The patient first noticed the ins position change about a month ago. On (B)(6) 2012, the patient had a revision procedure to implant the ins deeper into the muscle and form a new pocket. Following the procedure, when the patient went home and tried to use their programmer, a power-on-reset was condition was reported on the device. Her healthcare professional (hcp) told the patient they did not know why the device was in a por condition since the physician did not disconnect any lead wires although they assumed it may have been due to "hitting" the ins with electrocautery. Additional information was requested but was not available at the time of this report.